Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that three years and three months post implantation, the filter was embedded, the patient had blood clots, clotting, occlusion of the ivc, post-thrombotic syndrome, caval thrombosis, device occlusion and that the filter was unable to be retrieved. However, there have been no known attempts on records to remove the filter. The patient also reports to have leg swelling and to be suffering from anxiety and stress. According to the medical records, four years and three days post implantation the patient received a scan which showed left lower extremity dvt extending from the common femoral vein through the level of the popliteal vein and residual clot within the posterior tibial vein. The patient had a history of left leg deep vein thrombosis (dvt), pulmonary embolism (pe), debility, history of benign ovarian tumor (post resection), hypertension, diabetes (mellitus type 2), degenerative joint disease, lumbar back pain (chronic), anxiety, depression, gastroesophageal reflux disease, hypothyroidism, asthma, kidney disease (chronic/stage iii), anemia, left lower swelling, and dvt hysterectomy. The filter was successfully deployed below the renal veins during the index procedure without any reported complications. It was reported that a patient underwent placement of a trapease filter. The indication for the implant was bilateral pulmonary emboli (pe) and bilateral deep vein thrombosis (dvt), diagnosed via computerized tomography angiogram of the chest after a three to four week history of dyspnea on exertion and left lower calf tightness. The patient¿s medical history is significant for benign ovarian tumor, hysterectomy, hypertension, diet controlled diabetes, degenerative joint disease, anxiety, depression, gastroesophageal reflux disease, hypothyroidism, asthma, chronic kidney disease and anemia secondary to kidney disease. Of note the patient¿s mother had a history of a dvt. The patient was started on intravenous heparin therapy and a trapease filter was implanted without incident via the left basilic vein, the access site was then converted into a peripherally inserted central catheter (PICC) line. The ivc was noted to be free of thrombus at the time of implant and good position below the renal veins. It was reported that the filter subsequently malfunctioned and caused injuries and damages to the patient including, but not limited to inferior vena cava (ivc) thrombosis. As a direct and proximate result of these malfunctions, the patient suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information contained in the patient profile from (ppf) indicated that three years and three months post implantation, the filter was embedded, the patient had blood clots, clotting, occlusion of the ivc, post-thrombotic syndrome, caval thrombosis, device occlusion and that the filter was unable to be retrieved. However, there have been no known attempts on records to remove the filter. The patient also reports to have leg swelling and to be suffering from anxiety and stress. According to the medical records, four years and three days post implantation the patient received a scan which showed left lower extremity dvt extending from the common femoral vein through the level of the popliteal vein and residual clot within the posterior tibial vein. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15602827 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Additionally blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Decreased blood flow to a lower extremity does not represent a device malfunction and may be related to underlying patient specific issues. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion: as reported by legal, the plaintiff underwent placement of a trapease filter on or about (B)(6) 2012, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the plaintiff.  Including, but not limited to, ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal, the plaintiff underwent placement of a trapease filter on or about (B)(6) 2012, in (B)(6). The filter subsequently malfunctioned and caused injuries and damages to the plaintiff.  Including, but not limited to, ivc thrombosis. As a direct and proximate result of these malfunctions, the plaintiff suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.